Event description:
Further follow-up revealed that the pt underwent explant of both pulse generator and lead (leaving electrodes). The pt has recovered well since the surgery. The cause of the reported high lead impedance cannot be determined as the explanted devices were discarded following the explant surgery.

Event description:
Reporter indicated that vns pt experienced a fall approx two years post-implant, after which device diagnostic testing reportedly resulted in "failed lead tests," indicating possible device malfunction. Approx six months after the fall, the pt decided to have the device programmed to off because of a lack of efficacy (prior to the fall) and because of the "failed lead tests." The pt has recently been referred to surgeon for explant due to current complaint of device migration. The pt reports that the generator had migrated down and inward approx three inches over her left breast area.